Event description:
This is an adverse event recorded on a crf as part of the b-500 halo pt registry. This pt was prospectively enrolled with 2 cm indefinite dysplasia. At a follow-up appointment 15 months after undergoing a radiofrequency ablation (rfa) procedure to treat the dysplasia (barrett's esophagus), a mild stenosis was found. The pt was dilated successfully. Per the physician the severity of this event was mild and the relationship of the event to the device procedure was possible. There was no device malfunction.

Manufacturer narrative:
The site did not return any device therefore no analysis was performed. If additional info pertinent to the incident is obtained, a follow-up report will be submitted. (B)(4).